Manufacturer narrative:
According to the customer, on 4/14/2026, product was being used on skin wound. It caused itchy skin with an hour. Customer took bandage off and it caused what looked like a chemical burn on skin under the entire bandage, but not on the wound. The customer took bandage off completely (within an hour of putting it on). It took about 2 weeks for skin to heal after using first aid ointment for about 10 days. Customer had to use rx mupirocin cream (2%) and alternated with neosporin a few times a day along with keeping it covered with alternative bandage options without adhesive and without antibacterial properties. Customer also used first aid beauty ultra repair cream, and amlactin intensive healing which seemed to help. Customer also used ice packs at night for about a week to help stop the pain/itch/burning on skin, and tylenol for pain. Customer thinks it may be an allergic reaction to the adhesive and 0.8% benzalkonium (antibacterial on the bandages) especially since it is shaped exactly like the bandage the skin was covering. The customers skin is healed but does not look the same as before. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on 4/14/2026, product was being used on skin wound. It caused itchy skin with an hour. Customer took bandage off and it caused what looked like a chemical burn on skin under the entire bandage, but not on the wound.